Manufacturer narrative:
Cloud data for the period of 28nov2025-05dec2025 was downloaded and reviewed. Review of the cloud data found that the last data point was received at 07:36 on 01dec2025. The patient history buffer (phb) data showed that the system was used in manual mode starting at 17:25 on (B)(6) 2025. The phb data showed that the system was correctly delivering the user's manual basal program of 1 u per hour for 24 hours while in manual mode. The last bolus delivered was delivered at 22:41 on (B)(6) 2025. When the system was in automated mode prior to the system mode change, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that alerts and reminders were correctly generated as conditions were met, with the system alerting the user to missing sensor values after over one hour of pod-sensor connection loss on several occasions leading up to the transition to manual mode. No evidence of issues with the system was observed in the available data. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone unavailable cloud - omnipod 5 software app version 2.0.4 cloud - operating system 26.0 cloud - hardware iphone15.5 cloud - cgm sensor type unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was found unconscious at their residence and was admitted to the hospital on (B)(6) 2025. Subsequently, the patient suffered from diabetic ketoacidosis (dka) and experienced a cardiac arrest leading to their death on (B)(6) 2025. Reportedly, the patient had communicated with their spouse at approximately 4 am on (B)(6) 2025, indicating that their pump and sensor were "malfunctioning." Blood glucose levels escalated to 1600 mg/dl while using a pod. No additional information was provided. Dexcom was notified of event.